Event description:
It was reported that a patient fell several weeks prior to the report, hit her head (right occipital), was unconscious for unknown period of time, treated at an emergency room, and subsequently her right hemisphere lead started showing out-of-range impedance, and her head/axial tremor had returned. A skull fracture, and a "bleed" were reported. The patient recharged her system daily, typical coupling was 8 bars, average recharge time was 1-2 hours, and typical ending charge was 100%. Patient status at time of this report was stated as alive with injury. The patient was hospitalized after the fall. Patient symptoms/complications were described as headache, loss of consciousness, slight return of her tremor in the head and voice. The location of symptom/issue was the right side implant and the lead location. It was also reported that patient's tremors were worse since a couple of weeks ago. Her left arm started to tingle, like the her implantable neurostimulator (ins) was turned off since yesterday and the morning of the report. After the fall 3-4 weeks ago a CT scan was performed on her, but no one had checked the implant. The patient had difficulty recharging since the fall as well. Patient programmer check showed the ins was on and okay. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v287456 implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v287456, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported the lead replacement was a success and all was well. The patient was doing well with no pos t-operative problems. The system was working again at "pre-problematic" therapeutic levels.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that x-rays were taken and did not show "anything obvious" and that a surgical evaluation would be necessary. The surgical evaluation took place on (B)(6) 2013 where it was determined that the lead was damaged and showed impedance measurements in the range of 5000 to 8000 ohms for all electrode combinations. The patient requested a lead change/revision. The lead revision took place on (B)(6) 2013 where a new lead was implanted. Impedances were reported to be normal but on the higher end of the normal range (1500+ ohms in monopolar measurements, 2000+ for bipolar measurements). The implantable neurostimulator was turned back on to the original settings and the patient reported no side effects. The patient was to follow up with their neurologist in the last week of (B)(6). It was also noted that the explanted lead was discarded. If additional information is received, a follow up report will be sent.